Event description:
There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (replace there were no reports of patient involvement with there were no reports of patient harm), d4, and h6 (health effect impact code- replace with 2199). Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of crystal dropout" on the ultrasound signal and is missing the image was not confirmed. Additionally, reportable malfunctions of probe sealant is missing (there is a gap in the distal end glue), and deterioration of ke45 at forceps cover (there is a gap in the distal end glue) was found during evaluation. Based on the results of the investigation, the presumable cause and the root cause for the events could not be determined. The following is included in the instructions for use (IFU): instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope has a "crystal dropout" on the ultrasound signal, and is missing the image. The issue occurred while checking scope images. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.